Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date "six months ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. It was reported that the patient presented to the clinic and was prescribed unspecified antibiotics (doses, routes, duration, and frequencies were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.